Manufacturer narrative:
**Other device involved in this event: (B)(4) - outflow graft / catalog number 1125 / expiration date: 30/11/2021. (B)(4). Device available for evaluation?: no. No, not returned to manufacturer. Device manufacture date: unk. Labeled for single use?: no. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that on post-operative day #2, the ventricular assist device (vad) exhibited a decrease in flows and pulsatility to the point of having no pulsatility when the intra-aortic balloon pump (iabp) was put on standby. The patient was taken back to the operating room for exploration where 100 cc of old blood was evacuated.  Per the operative report, due to the patient's large heart size and small body habitus, the outflow graft (wrapped with a gortex tube) appeared to be slightly kinked in the chest due to the minimal space available. The outflow graft was lifted out of the chest and repositioned with immediate improvement in vad flows and pulsatility. Another chest tube was placed and the chest was closed per procedure. The patient returned to the intensive care unit in stable condition. The vad remains in use. No further adverse patient effects occurred as a result of this event.

Manufacturer narrative:
Product event summary: the pump and outflow graft were not returned for evaluation. Review of the manufacturing and inspection documentation confirmed that the associated devices met all requirements for release. The reported ¿low flow' event was confirmed via review of the controller log files, which revealed a decrease in power consumption and estimated flow beginning on (B)(6) 2017. 3 low flow alarms have been logged since (B)(6) 2017. Furthermore, the site noted that the outflow graft appeared to be slightly kinked in the chest due to minimal space available. It was also stated that the outflow graft was lifted out of the chest and repositioned with immediate improvement in vad flows and pulsatility. This finding of the kinking/bending in the outflow graft also correlates with the reported low flow event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the low flow event can be attributed to a kinked/bent outflow graft. Additional products: product: 1125, serial number: (B)(4). If information is provided in the future, a supplemental report will be issued.